Event description:
A customer reported a cartridge change error with their pump. There was no reported impact to the customer's blood glucose level as the customer declined to provide specific values. Technical support instructed the customer to inspect and replace the cartridge, clean the pneumatic tap area, and attempt the load process, but the error persisted. Consequently, technical support decided to replace the pump under warranty after confirming the customer's mailing address and provided instructions for returning the faulty pump. The customer was informed about using multiple daily injections as a backup therapy to maintain insulin delivery.